Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device (combination-clamp f/mandib ext-fixator t) was not received for investigation. A photo investigation was performed based on the photos in notes & section of pc titled ¿25ee0589-c6b8-45d1-89f0-546aba8d28bb.jpeg" and "f574f2a9-e143-46a4-8268-458099c5bd.jpeg" and the video in notes & section of pc titled ¿trim.5184af64-69b9-44aa-9b8a-fd4fcb187464.mov¿. Reviewing the images and the video provided the complaint condition can be confirmed. After review of the video provided of the combination-clamp usage it can be visually detected it is not performing the tightening function properly, the central screw mechanism seems to be not turning while the user is trying to tight it, avoiding the clamp to be secured. A definite assignable root cause could not be determined based on the provided information. A manufacturing record evaluation cannot be performed due to lack of lot number. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities." Device history lot: a manufacturing record evaluation cannot be performed due to lack of lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during the tightening of the combination clamps the central screw was not turning and allowing it to be secured. This affected all the three (3) combination clamps in the set. Procedure was completed successfully without any surgical delay. No patient consequences. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity 1). This report is for one (1) combination-clamp f/mandib ext-fixator t. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the combination-clamp f/mandib ext-fixator t. The complaint issue was not confirmed, the nut is working with no problem. A dimensional inspection for the combination-clamp f/mandib ext-fixator t was unable to be performed due to the complex geometry of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the combination-clamp f/mandib ext-fixator t was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : a manufacturing record evaluation was performed for the part: 03.305.006, lot: 47p2894; and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1; g2.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.